Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior cervical fusion at the occiput c5. Sometime post-op the patient fell and had discomfort in the neck region. Approximately 1 year post-op the patient underwent revision surgery to have broken rods removed and new rods put in place. New setscrews and a connector were also implanted. No additional patient complications were reported.